Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "currently we have had a few of our concha-columns vapor lock with no proper humidification provided. When the staff therapist have tried to change the column out, they have stated 'the water within the column explodes unto them". Additional information was requested but not received at the time of this report. No patient involvement reported.